Event description:
The customer called and reported experiencing low blood glucose of 25 mg/dl, for which customer had treated. However, low blood glucose continued since then in the 30 to 49 mg/dl range. Customer's blood glucose at time of the report was 51 mg/dl, which was treated with food. There were no findings when insulin pump programming was reviewed. The drive support cap appeared normal. Reservoir was showing same amount of insulin as was on the status screen. There were no alarms present in the alarm history of the insulin pump. Patient was advised to speak with healthcare provider in regards to low blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.